Event description:
It was later reported that the patient was having a prophylactic pump replacement because, she had a catheter issue/granuloma. They had just gotten to the operating room (or) and were starting to intubate the patient and she started to code. The patient was stabilized, brought to the intensive care unit (ICU) and died the following day, 2015 (B)(6). Per her hcp, the patient had underlying cardiac issues. The patient¿s death was not related to the pump.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that since ¿about 2 months¿ prior to 2014 (B)(6), the patient had not had good relief from pain from the morphine in the pump so the health care provider (hcp) would be trying hydromorphone for the patient at the next refill. The last refill with morphine had been 2014 (B)(6). It was noted, the hcp has had more success with patient¿s using hydromorphone versus morphine. It was also noted the patient had had two falls and two compression fractures and that had added to her pain. The patient had been given a personal therapy manager (ptm) ¿about one month ago¿ by a device manufacturer representative and the patient was giving herself up to 13 boluses per day. The patient was in tears due to her pain. The device system was used to deliver morphine. Additional information later received reported that the patient had magnetic resonance imaging (MRI) and the report read: 0.45 x 0.45 x 0.7cm lesion at the tip of the catheter. The catheter tip was at the t10 level; consistent with a granuloma/inflammatory mass. The patient was not getting the desired effect from the medication. Her chronic pain was in her back. The plan was to remove the catheter (if able to) and replace with a new catheter. The revision surgery was scheduled for 2015 (B)(6). The patient was medically unstable to have surgery so the surgery would be rescheduled to a later date. The cause of the issue was not determined and was not resolved. The patient had normal saline in her pump running at minimum rate at the time of the report. Prior to that, the pump was infusing dilaudid. The patient status was alive with no injury. The patient was in the hospital due to respiratory complications prior to starting her revision surgery. It was unknown at that time if and when they would be able to revise the patient¿s catheter due to other medical concerns she was undergoing. The patient was not receiving effective therapy because, they had saline in the pump at that time. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Additional assessment of the event noted the reported patient death in this case was due to pre-existing respiratory/cardiac issues based on information received from the hcp, and was not related to the device or therapy. (B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4) implanted: 2010 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).